Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. It was noted that impedances have been oor for over a year. Technical services recommended to evaluate thresholds and impedances in other configurations and to perform isometrics to see if there is any noise that could be reproduced. The patient is dependent on therapy. The patient will be coming in for an in clinic evaluation. At this time the device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. It was noted that impedances have been oor for over a year. Technical services recommended to evaluate thresholds and impedances in other configurations and to perform isometrics to see if there is any noise that could be reproduced. The patient is dependent on therapy. The patient will be coming in for an in clinic evaluation. At this time the device and lv lead remains in service. No adverse patient effects were reported.